Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set backflowed. During patient infusion with 2 g of magnesium diluted in 100 ml of an unspecified solution, the primary infusion had flowed into the secondary bag. A sigma pump was being used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.